Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was a line going through the display screen. The reporter confirmed that the display could still be read safely. The reporter confirmed that there was no noted moisture or corrosion inside the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the pump powered on with pixels missing in the display screen, which was due to a defective display flex. The pump was replaced and powered on with a test display screen, and the display screen was found to be fully functional. Unrelated to the initial complaint, the display screen was discolored.